Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was between 40 and 50. Customer's blood glucose was between 400 mg/dl and 500 mg/dl. Customer was experiencing a bad headache as a result of high blood glucose. Healthcare professional would follow up with customer regarding high blood glucose. Adjustments were made to customer's max and temp basal rates. Troubleshooting could not be performed for sensor glucose versus blood glucose differences due to customer no longer wearing sensor.